Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B) (6) 2010. According to the complainant, during the attempt at removing the biliary stone, the pull wire broke while inside the patients bile duct. The safety tip of the basket did not release as expected and the device was removed with the aid of a sohendra device the procedure was completed with another (unknown retrieval) device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B) (4) tip did not detach. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information for that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the attempt at removing the biliary stone, the pull wire broke while inside the patients bile duct. The safety tip of the basket did not release as expected and the device was removed with the aid of a soehendra device the procedure was completed with another (unknown retrieval) device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination found the distal end of the clear outer sheath was pushed back for a length of 0.5 centimeters from the distal end of the coil. The pull wire of the basket assembly was found to be broken in two different locations. The first break was found at 3.5 centimeters from the distal end of the handle cannula and the second was at 94.9 centimeters from the distal tip of the basket. The breaks in the wire were jagged. The basket was found to be deformed slightly. The clear heatshrink on the basket pull wire was found to be partially torn off. The condition of the returned unit was consistent with the complaint incident that the pull wire broke. During the evaluation, the connecting wire of the basket was found to be broken at the distal end of the handle cannula. Therefore, the most probable root cause is the basket wire failed prior to the basket tip detaching or the stone breaking up. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)